Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the circumflex (cx) artery. While attempting to place the taxus express2 3.00x8mm drug eluting stent. Through a previously placed stent, the shaft broke. The procedure was complications were reported.